Event description:
Pt reported device not delivering all of the insulin that was programmed during the basal or bolus delivery. Pt indicated she experienced elevated blood glucose (400 mg/dl). Pt indicated that she switched to her backup device and her blood glucose levels returned to normal.